Event description:
As reported to coloplast though not verified, patient implanted with aris mesh on (B)(6) 2005. Later patient experienced infection, and pain and the need for additional procedures to remove the product.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. H3 (B)(4): devcie not returned.